Event description:
It was reported that they were getting a no cassette attached with solis pumps but were working with legacy pumps. The event occurred while in use with a patient.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.